Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a thermocool smarttouch sf catheter and the patient experienced heart block that required hospitalization. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 18-mar-2026. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was procedure/patient's underlying rhythm. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a thermocool smarttouch sf catheter and the patient experienced heart block that required hospitalization. The patient had transient heart block during ablation. The patient was diagnosed with avnrt and the heart block occurred during ablation. The ablation parameters being used were 25 watts with the thermocool smarttouch sf catheter. The force readings were 8-10 grams and the impedance was 100 ohms. Ablation was stopped when the heart block was noticed and the patient recovered immediately. Post ablation the patient's ECG displayed a prolonged pr interval. The physician believes the prolonged pr interval is due to the patients underlying heart disease. The patient will remain in the hospital overnight for monitoring. Additional information was received. The physician's opinion on the cause of the adverse event was procedure/patient's underlying rhythm. Patient required extended hospitalization due to overnight monitoring to see if pacemaker was necessary. The patient had prolonged pr at baseline (baseline 220msec; extended to 320msec during ablation).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).